Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. To resolve the issue, the customer temporarily discontinued using the pump and switched to multiple daily injections (mdi) with plans to resume using the pump for insulin therapy. There were no frequent or recurring occlusion issues reported, and additional assistance was deemed unnecessary. The case was closed by technical support with advice for the customer to call back if the issue persists.